Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) does not inflate the balloon.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) does not inflate the balloon. There was no harm or injury to the patient.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. Additional information contact person phone number: (B)(6). Getinge field service engineer (fse) found that the device does not self-refill. Fse viewing and downloading logs, fault finding performed. The manifold drive was replaced and diagnostic tests and operation tests. Repair completed. Operational tests carried out with positive results. The fault did not cause damage/inconvenience to operators/patients or delays in procedures.

Event description:
N/a